Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained sensor scan of 40 mg/dl compared to readings of 180 mg/dl and 200 mg/dl from the built-in meter. The results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant. A third-party treated the customer with insulin (dose/type unknown) and glucose. No additional information was reported. There was no report of death or permanent injury associated with this event.